Manufacturer narrative:
The product from this incident was not returned for evaluation. However, the product for a related incident from the same lot from this site was received for evaluation. During testing the reported issue was confirmed. When fluid was inserted into the device a leak was observed at the connection between the shunt lumen and the stopcock hub. The root cause of the malfunction was determined to be a manufacturing operator error- not enough glue was applied on the stopcock joint during the assembly process. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that report 1220948-2023-00035 was submitted for returned device related to this event.

Event description:
It was reported that the pruitt f3 carotid shunt was leaking saline at the connection where the shunt lumen meets the stopcock. No injury was reported. The site reported this initial instance while reporting an event that occurred on (B)(6) 2023. The initial instance was noted as the first event of this occurring at this site, however the exact details of the occurrence including the date were not available. The event that occurred on (B)(6) 2023 was the second instance of this issue happening. Please note that 1220948-2023-00035 was also submitted related to this event.